Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04531. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause can be attributed to: the product has been passed more than 6 years since delivery. Therefore, it is assumed that this occurred because devices on ap board, dr board, etc. Accidentally fail due to the age-related deterioration. Ap board and dr board has pre-processing of in place. The ap board and dr board drive the scope, and preprocessing of the imaging signal is carried out, and it is speculated that the image is not displayed due to these defects. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician performed full inspection on unit and unit failed inspection due to no image with 180 scopes, caused by faulty ap and dr board set. Replaced ap and dr board, performed software upgrade and unit passed all inspection checks. The cause can be attributed to an electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that there was no image when using the side camera of the device. There was no patient injury reported.